Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "insufficient vacuum."